Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: cir. Esp 2014 (article in press):1-7. Http://dx.doi.org/10.1016/j.ciresp.2013.07.017.

Event description:
It was reported in a journal article that patient underwent elective colorectal surgery on unknown date from 2006-2007 and suture was used for abdominal wall closure. A prospective case-controlled study was conducted with patients who had been operated on for elective colorectal disease. Procedure was classified as clean- contaminated. The patient possibly experienced wound infection and had an extended hospital stay. Patient possibly experienced evisceration. The results presented indicate that the use of polyglactin 910 with triclosan in clean-contaminated surgery ¿ as well as in elective colorectal surgery ¿ contributes towards reducing the rate of abdominal wall infections and, as a consequence, the length of the hospital stay and the medical costs.